Manufacturer narrative:
System was used for treatment. Kit lot e717 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category photoactivation module leak and no trend was detected for this category. This assessment is based on information available at the time of the investigation. A photo analysis was conducted for this complaint. Review of the customer supplied photographs confirmed the photoactivation plate bushing was detached from the inlet port on the photoactivation plate, causing the leak. The investigation determined the root cause for a leak of this nature was manufacturing assembly operator error during the manual tube bonding process. A CAPA was initiated and was implemented in may 2016. This lot was manufactured prior to the implementation of the CAPA. (B)(4). Device not returned.

Event description:
Customer reported a blood leak in the photoactivation plate. Customer reported that after completing the treatment and disconnecting the patient, she found a blood leak in the photoactivation plate. She noticed a tubing was broken when she removed the kit. No alarm reported. When nurse discovered the blood leak, patient had already left the department 30 min before. He was stable. Nurse cleaned the xts, set all parts and powered on xts, as she claimed it was ready for the next procedure.